Event description:
On (B)(6) 2023 the sensor transmitted a waveform that was potentially dampened. On (B)(6) 2023 the sensor waveforms appeared physiologically appropriate with no sign of dampening. The cause of the waveform morphology on (B)(6) 2023 is unknown. No adverse consequences were reported.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.